Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while sleeping. The blood glucose reading was 218mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced. No further information was provided.